Event description:
The 070 was kinked out of the box and was not used. There was another unit available for use.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.